Manufacturer narrative:
Manufacturers investigation conclusion: a low flow hazard alarm was found through the analysis of the submitted log files. Although a specific cause for the low flow alarm observed in the submitted files could not be conclusively determined through this evaluation, it was reported that the patient was hypertensive with low fluid volume. Furthermore, a direct relationship between the device and the reported seizure could not be conclusively determined. The system controller event log file captured one low flow hazard alarm on (B)(6) 2019 at 07:54 when the estimated flow dropped below the 2.5 lpm threshold. There was also one controller fault flag for low flow captured on (B)(6) 2019 at 22:50. However, this fault flag was not active long enough to trigger a low flow hazard alarm. Of note, these low flow hazard alarms and low flow controller fault flags appeared to be associated with elevated pi. The pump appeared to function as intended. The patient remains ongoing on vad support. Other neurological event (not stroke-related) is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU and patient handbook explain all alarms and the recommended actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hm3 lvas IFU also notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later communicated that the cause of the low flow events was hypertension/low fluid volume. There was no adverse event associated with the patient's mental unresponsiveness. The patient had a seizure disorder and had a seizure.

Manufacturer narrative:
Approximate age of device: 3 months. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient presented to the emergency room (ER) unresponsive with no other symptoms. Log file interrogation noted low flow and high pi readings. No further information was reported.